Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient developed cellulitis at the cannula site on (B)(6) 2026 while using foscarbidopa and foslevodopa infusion, with painful swelling and redness treated with doxycycline; on (B)(6) 2026, the patient confirmed experiencing recurrent monthly cellulitis since starting therapy in (B)(6) -2025. No further information available.